Event description:
The customer's mother reported that the insulin pump alarmed no delivery. Prior to the event, the patient was waiting for insulin drops during manual priming. The customer was able to clear the no delivery alarm by changing the infusion set. The current blood glucose reading is 206 mg/dl. The customer's mother declined to return the infusion set and the reservoir for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.